Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: this report is for an unknown 6.5mm or 7.3mm synthes cannulated screw/quantity 2/unknown lot. (B)(4) - for revision surgery. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, bewsher, s., bucknill, a., steiger, r. D., wong, j. M., and yew, j. (2015). "Fluoroscopically assisted computer navigation enables accurate percutaneous screw placement for pelvic and acetabular fracture fixation." International journal of the care of the injured, (46:1064-1068). (B)(6) screws from a prospectively collected database were analyzed to evaluate the accuracy of a fluoroscopically assisted computer navigated technique to insert a cannulated screw to treat pelvic and acetabular fractures. (B)(6) percutaneous cannulated screws were used to treat pelvic and acetabular fractures in one hundred and twenty-four patients between july 21, 2006 and december 31, 2012. Patients had a mean age of 42.4 years (range 15-87), 59.7% were males. It was not possible to analyze the final screw position with the preoperative plan in 11 screws, therefore eleven screws were excluded from this study. One hundred and fifteen sacroiliac screws had been inserted. Of the sacroiliac screws, two had backed out requiring further surgery, two screws did not have computed tomography (CT) imaging due to the patient dying in the postoperative period and ten screws showed cortical perforation. The other forty-seven screws were inserted percutaneously to fix anterior column acetabular fractures and into other sites (supraacetabular screws and iliac wing screws). Patients were analyzed using fluoroscopy and CT. Two screws had backed out requiring further surgery. This is report 1 of 2 for (B)(4). This report is for an unknown 6.5mm or 7.3mm synthes cannulated screw. A copy of the literature article is being submitted with this medwatch.